Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement were normal. No motor piston anomaly noted during testing. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had physical damage. The customer states the device was not working. The drive support cap was noted to be flushed. The customer's blood glucose level was unknown. The customer was advised the pump would be replaced and returned for analysis.